Event description:
The advocate called on behalf of the customer. She stated, the customer had been receiving blood glucose readings of 90 mg/dl or lower using her contour meter and was adjusting medication based on the readings. Earlier in the week, the advocate stated, customer was admitted to the hosp. The hosp tested her blood glucose at 380 mg/dl when she arrived. The advocate did not know what type of treatment the customer received. Troubleshooting was not possible as the advocate did not live in the same state as the customer. No product will be returned. A replacement meter was sent to the customer.